Manufacturer narrative:
(B)(4). The unit was evaluated by a contracted third party company however the failure could not be reproduced and unit is meeting specifications. In the event additional information is provided a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that this unit will not calibrate. The highest they can get the mean airway pressure is 32cmh2o despite having the side calibration screw at the maximum. They replaced the circuit, cap diaphragm and bellows/watertrap with no change. The customer stated there was no patient involvement at the time of this incident.